Event description:
The customer reported that she experienced a high blood glucose that went above 500 mg/dl. She stated she may have scar tissue at her insertion sites, because the high blood glucose was happening more often when inserting on one side. The customer visited her doctor for high blood glucose. The customer's symptoms of high blood glucose were that she felt sick and very weak. The doctor gave her an insulin pen and advised her to check her blood glucose and treat every hour until her blood glucose came down. At that time, her doctor checked the insulin pump and it seemed to be working out. The customer also received a battery out limit alarm at the time of making the report. Assistance was provided with clearing the alarm and reprogramming, and a replacement battery cap was to be sent out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).